Event description:
Customer reported a device was programmed as a secondary infusion to deliver 20 meq potassium in 50 ml diluent over 1 hour (50 ml/hr) but it infused in 10 minutes. The IV set was not saved. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details. (B)(4).

Manufacturer narrative:
Device not received, log review only. The customer has requested an event log review. Partial event logs with data set have been received but have not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.